Event description:
The patient reported a weight loss of (B)(6) during the past 3 months as a result of not receiving enough nutrition. The patient is a (B)(6) female who weighs (B)(6). The patient is intended to receive 5700 ml over a 19 hour period. In a four hour period, the intended delivery was 1200 ml at a rate of 300 ml/hour; however, the actual delivery volume over a four hour period was 710 ml. Initially, the patient reported an issue with the pump settings. Follow-up with the patient indicated there was no problem with the settings. The patient was trying to increase the rate to greater than 300 ml, and the patient was advised that the rate could not be set any higher for the patrol pump. The patient also stated there were no other problems with the pump over the weekend.

Manufacturer narrative:
Mfg. Event ID: #(B)(4). Date of occurrence was last 3 months. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.